Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no issue related to electrical current failure. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 12.4 ohms, within manufacturing specifications. The complaint was not confirmed, evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare was unable to transmit current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) failure to deliver current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare was unable to transmit current. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.